Event description:
Caller alleged discrepant inratio low inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.6; laboratory inr: 2.8. The time between testing was one (1) hour. Reportedly, multiple drops of blood was added to the strip. Therapeutic range 2.3 - 2.6 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.